Event description:
The customer reported a pressure dome leak that occurred during a treatment procedure. Customer called in to report a system pressure dome leak that occurred at approximately 216 ml whole blood processed. Customer stated that she received one system pressure alarm and then noticed that there was blood leaking from the pressure dome. Customer aborted procedure and did not return any blood/ blood products to the patient.

Manufacturer narrative:
Batch record review: review of lot history file b301 shows harmac inc12520 for pressure dome bonding leak at 300 mmhg. Lot was rescreened and 57 kits were scrapped. This lot met all release requirements. Srms complaint database review: a review of complaints received for lot b301 was performed. There was 1 additional complaint reported for pressure dome leaks to date for this lot. The assessment is based on information available to at the time of the investigation. No product was returned by the customer therefore, the root cause could not be determined based solely on the information provided by the customer. (B)(4)